Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
Consumer stated the tampon started falling apart as she was pulling down on string to remove it, disintegrated in many pieces.